Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive minutes due to non-sleep anomaly software error. Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No history pointers failed and history pointers are corrupted error, no trace pointers are invalid and no post-reset ram crc alarm during testing. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and multiple pump error alarms. The customer¿s blood glucose was 9.3 mmol/l at the time of incident. Customer stated that the insulin pump had a stuck button alarm and received a power loss alarm after the battery has been removed and replaced. Customer also reported to have received multiple power error alarms and during troubleshooting they were unable to complete the rewind process. Customer confirmed that the insulin pump button was exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.